Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-02578 and 3005099803-2016-02579 for the other associated device information. It was reported to boston scientific corporation that two spyscope digital access and delivery catheter were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the working channel protruded out of the tip of the spyscope ds. A second spyscope ds was used; however, same thing happened. Reportedly, there was no other visible damage noted on the devices and no part of the devices detached. The procedure was completed with a third spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.